Event description:
Device #1 malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in a heavily calcified unspecified vessel, the fox plus balloon (4.0x40) ruptured a 6 atmospheres during the second inflation. Another fox plus balloon (5.0x40) was used; however, it ruptured at 5 atmospheres during the first inflation. The complete balloon was removed in both instances, and there was no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. Device#2: fox plus pta catheter 5.0x40 (part #ap14005, lot #571911) is being filed on a separate medwatch report.